Manufacturer narrative:
Customer reported to FDA is unknown. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The customers problem was not duplicated in that the pump needs "battery repair" issue during the investigation. Pump was found to be displaying an error code message on power up when batteries are inserted. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the microprocessor unit board as a preventative measure.

Event description:
It was reported that the pump needed the battery repaired. No patient injury was reported.